Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance measurement anomaly was not confirmed in the laboratory. Test leads were properly attached with the device. Hvli measurements were within range during bench and automated electrical tests. It is believed that a connection issue or a loose rv setscrew during device implant was the cause of the reported impedance anomaly.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. Upon interrogation, the high voltage lead impedance had increased. Performed pocket manipulation and rv to can showed high amplitude erratic noise. The pocket was opened and during the procedure it was noted that the setscrew of the rv coil was loose and the lead could easily be pulled out of the header. The device was explanted and replaced.